Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: 22-apr-2022. H3: analysis of the wireless recharger (s/n: (B)(6)) revealed that the led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient went to recharge yesterday and [the recharger] did not turn on so they plugged it in but the three lights were flashing in rapid succession, one after another. The patient said they unplugged it and/or when it was off the dock, when they pressed the button, it would not turn back on. The patient was instructed to reset the recharger by holding down the power button for 45 seconds on and off the dock while plugged into power. The patient confirmed the green light was on the dock and they were using the thick white cord with good connections but the lights were rapidly cycling. The issue was not resolved through troubleshooting. A replacement wireless recharger was requested to be sent out. Additional information was received on 2025-oct-03. The patient called back and was assisted with pairing the new recharger with the recharging application. The patient was successful.